Manufacturer narrative:
(B)(4) after an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800132 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: on tuesday (B)(6) 2019 the doctor did a laparoscopic cholecystectomy. During the case the wreck from teleflex auto endo5 stapler malfunctioned (automatic hem-o-lok clip applier). The first 2 staples worked perfect however the other 5 or 6 attempts to use the stapler did not. It was like the staple was being caught within the device resulting in the staple to come out already closed. The ref, lot, and expiration date were as followed ref: ae05ml, lot: 73k1800132, exp: 10/3/21. The malfunction of the stapler did not result in death or harm to the patient. However, it did cause a slight delay as we had to wait for a new stapler to be located and opened during a critical time of the procedure.